Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint is reported as: "physician needed to address equipment issue. Surgeon reported that guidewire for arterial line placement kit had "bent" during threading and posed risk of catching sheath upon withdrawal and fraying. Guidewire did not break, or fray to point where patient was harmed. Arterial line kit was placed in red biohazard bag."

Manufacturer narrative:
(B)(4).

Event description:
Complaint is reported as: "physician needed to address equipment issue. Surgeon reported that guidewire for arterial line placement kit had "bent" during threading and posed risk of catching sheath upon withdrawal and fraying. Guidewire did not break, or fray to point where patient was harmed. Arterial line kit was placed in red biohazard bag."